Manufacturer narrative:
Patient medication: kardegic, paracetamol. The following concomitant medical products were explanted: UDI for rlt261212: (B)(4). UDI for plc231000: (B)(4). UDI for plc201200: (B)(4). UDI for ceb231410: (B)(4). UDI for hgb161007: (B)(4). Please note: the gore® excluder® iliac branch endoprostheses explants have been reported on manufacturer report number 2953161-2016-00094. The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses and gore excluder iliac branch endoprostheses to treat an aneurysm of the right common iliac artery. The procedure concluded as planned and no issues were reported. On (B)(6) 2016, follow-up computed-tomography (CT) angiography showed patency of all devices and no endoleak. The CT also showed a non-complicated, thrombosed dissection of the descending thoracic aorta. On (B)(6) 2016, the patient was rehospitalised for lower leg ischemia. Imaging reportedly showed a compression of the proximal part of the rlt261212 trunk-ipsilateral leg component above the flow divider. A compression of the last distal third of the plc231000 contralateral leg component on the right patient's side was also observed. The reason for the compression is unknown. As there was no blood flow through the devices, the patient suffered from acute ischemia of both external arteries. Both internal iliac arteries were not observed to be occluded by thrombi. In an attempt to ensure patency of both external iliac arteries, a thrombectomy was performed on the same day using a fogarty catheter below the implanted devices on both sides. On (B)(6) 2016, all gore excluder aaa endoprostheses were explanted in order to prevent re-thrombosing. Reportedly, the plc231000 contralateral leg component was noticed to have been completely thrombosed in the distal third, but no thrombus was found inside the other gore excluder aaa endoprostheses. An aorto-bi-iliac bypass was subsequently performed. On (B)(6) 2016, the patient was discharged from hospital. Discharge imaging showed patency of external and internal iliac arteries and their respective branches on both sides in the patient. There remains a light sensory deficit at the level of the right foot.

Manufacturer narrative:
Please note: the gore® excluder® iliac branch endoprostheses explants have been reported on manufacturer report number 2953161-2016-00094.

Manufacturer narrative:
The devices were returned to w. L. Gore & associates for investigation. Submitted unfixed were five gore® excluder® endoprostheses components: - aaa endoprosthesis: one trunk ipsilateral leg endoprosthesis (B)(4) and two contralateral leg endoprosthesis (B)(4) - iliac branch endoprosthesis: one iliac branch component (B)(4) and one internal iliac component (B)(4) the proximal pole of the (B)(4) was contained within the (B)(4) and was flush with the level of bifurcation (flow divider). The trunk ipsilateral leg was helically rotated approximately 180° medially starting at the level of bifurcation and extending to distal aspect. The proximal pole of the (B)(4) was contained within the (B)(4) contralateral gate and extended approximately 4mm above the level of bifurcation. The proximal pole of the (B)(4) was contained within the (B)(4) internal iliac gate and extended approximately 12mm above the level of bifurcation and over the lumen of the (B)(4) external iliac leg. The exposed abluminal surfaces of the devices were generally devoid of tissue, excepting for few scattered plaques of red-brown, friable tissue that were loosely attached to device surfaces. Within the lumen of the trunk, at the level of the bifurcation, was a thin layer of red-brown, friable tissue that was loosely adhered to the luminal surface covering the proximal openings of the (B)(4). Similar tissue was observed in the lumen of the iliac branch endoprosthesis, filling the space between the lumen of the (B)(4) and the albumen of the (B)(4) components. Gross analysis of submitted devices revealed occasional deposition of a small amount of thrombus on the abluminal and luminal surfaces. Gross appearance and consistency of thrombus accumulation supported an acute process, consistent with deposition shortly before or after device explantation. There was no gross evidence of infection. In addition, aside from the film of acute thrombus spanning across the bifurcation orifice the device lumina were patent. The devices were not properly stored in a fixative solution for proper preservation of the tissue on and within the devices. Histopathological examination of the tissue was not performed due to the lack of proper fixation prior to arrival at w. L. Gore & associates. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified. Proximal seating measurements of both (B)(4) were confirmed from gross measurements during post digest. The hgb161007 positioning partially occluded of the lumen of the (B)(4) external iliac leg. Please note: the gore® excluder® iliac branch endoprostheses explants have been reported on manufacturer report number 2953161-2016-00094.